Event description:
It was reported that the iabp began alarming. Blood was seen in the iabp catheter. The catheter was pulled. The catheter was noted to be broken inside the balloon. It is a maquet linear 7.5 34cc iabp cath. Serial #(B)(4). Unable to provide a lot number.